Manufacturer narrative:
UDI-di: (B)(4).

Event description:
It was reported that revision surgery was performed. Devices implanted in (B)(6) 2011. The patient complained of intermittent pain during the 2 years post op. In (B)(6) 2014, she dislocated while bending forward to reach her shoes while sitting on a bed. There were another 2 dislocations. X-rays reportedly showed resorption of the neck bone. Possible edge loading of devices reported.